Manufacturer narrative:
The cartridge(s) were not returned to animas for eval. In addition, there is no lot number provided by the pt in this complaint, and therefore, no retain testing can be done on the cartridge lot. No conclusions can be made at this time.

Event description:
The pt contacted animas alleging that she was hospitalized for dka. She says the issue may be related to an insulin leak from the cartridge as she was notified of info on the cartridge recall. The pt said, she did not recall any moisture in the cartridge compartment and could not provide the lot number for the cartridges. Nonetheless, she states that on december 29, she woke up with blood glucose levels in the 300 mg/dl range, changed her infusion site and infusion set and obtained readings in the 400 mg/dl range, then "hi" on the meter remote. The pt gave insulin via injections, her blood glucose levels decreased to 400 mg/dl but on the way to the hospital, her blood glucose levels rose again. When she was admitted to the emergency room, she was taken off the pump, given insulin via manual syringe injections, and started on IV insulin. She states she had remained on a rate of 4 units per hour overnight to stabilize her blood glucose. The pt did not have any nausea, vomiting, chest pain, or shortness of breath during the time of the hospitalization; however, did test positive for ketones. The pt was under 23 hour observation at the hospital and went home on dec 30 when her ketones were negative and her blood glucose level was 120 mg/dl. The date and time settings were correct for the pt at the time of the hospitalization. The pt noted that when the hospital staff disconnected her infusion site at the time of the hospitalization, the cannula looked like it was "chewed by a dog."